Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc).the home patient(hp) he did not see the original alarm, but saw system error 2367 after cycling power. The technical service representative(tsr) assisted the hp to cycle power again and review the alarm log. The alarm log showed system error 2240. The tsr advised the hp to start over with new supplies. The tsr assisted the hp to end therapy. The home patient(hp) was contacted on (B)(4) 2012. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.